Manufacturer narrative:
Results of investigation: vyaire medical tested the ventilator with a known good ac adapter and know good patient circuit connected. The ventilator passed 163 hours of extended tests at the customer¿s settings with no failures during testing. However, the ventilator failed the troubleshooting test, during service check out, for non-conformances with the peep pilot pressure test, tidal volume test, and flow performance test. The additional issues discovered were due to the age of the ventilator and a 10k preventative maintenance was recommended to the customer, in which they approved. The event trace log showed a total of 455 entries. All entries contained no unusual alarm types or incident counts. All event trace log entries were consistent with normal ventilator operation.

Event description:
It was reported to vyaire medical that while in use on a patient, the patient was receiving apnea alarms due to her condition and was transported to the hospital. During the transport, the nurse and mother manually ventilated the patient. It was during her stay at the hospital that the patient passed away while connected to the ventilator. There are no allegations of a malfunction of the ventilator.